Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month following implant, the patient was experiencing symptoms and a holter test was performed. It was noted the right ventricular (rv) lead output had been programmed subthreshold with left ventricular (lv) lead only pacing through his bundle pacing. Asystole was observed on the holter and it was added the device was utilizing rv only pacing during atrial capture management testing, however, the rv subthreshold programming resulted in no ventricular pacing support during the time of testing. The rv output was programmed off and the lv output was reprogrammed to a lower value, which improved the capture thresholdin clinic. The rv lead and lv lead remain in use. No further patient complications have been reported as a result of this event.